Event description:
It was reported that on (B)(6), a patient was reprogrammed in the waiting room in front of other patients and the manufacturer¿s representative left ¿right away¿. It was reported that the patient experienced severe pain after the programming session and noted it to the healthcare professional (hcp) who the patient saw immediately after the programming session. It was later reported that the caller observed a reading of >20,000 ohms. It was noted that there was >20,000 on all contacts no matter the reference. It was noted that the patient was seen 2014-01-30 for uncomfortable stimulation. It was noted that one half of the paddle had impedances out of range. It was noted that the implantable neurostimulator (ins) was turned off at that time. The manufacturer representative was seeing the patient on (B)(6) 2014 to evaluate and turn on again. There were no programming options due to all >20,000. There was no stimulation. The caller also noted never having therapeutic effect. It was later reported that the manufacturer representative instructed the patient to keep the stimulation off until their follow-up visit with the doctor on (B)(6) 2014. It was noted that another manufacturer representative would follow up on the patient to discuss revision options. It was noted that when the patient was originally implanted they received effective therapy for 1.5 years. According to the patient, after the (B)(6) 2014 reprogramming session, the patient had no effective therapy. At 1.50v, all listed electrode and electrode combinations were >20,000. It was noted that the patient had two groups and adaptive stimulation was enabled on one of the groups. It was noted that the patient used the adaptive stim enabled group 100% of the time. Prior to (B)(6) 2014, the patient was in upright 49% of the time, mobile 4%, lying 38% and transition 9%. After (B)(6) 2014, the patient was in upright 67% of the time, mobile 10%, lying 19% and transition 4%. It was noted that cycling was off. Stimulation was listed as off. Additional information was requested, but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v004456, implanted: (B)(6) 2006, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).